Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 2 days in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
(B) (4). Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.